Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient who is a critical care nurse reports that she got up sunday morning, changed the pod around 10:00am and it was reported that the sugar was 'high'. Patient did a correction bolus. Around two or three hours later bg (blood glucose) levels was over 590 mg/dl. Patient took pod off on sunday and did a mdi of 6 units and bolused every two hours. By 9:00pm, patient stated their bg was 172 mg/dl. On monday morning, bg was 372 mg/dl. Patient called endocrinologist that morning, told her that the sites are uncomfortable that her sugars are higher, and she wanted to go back to her former method. Patient ate breakfast and gave a correction bolus at 9:30am, patient started getting chest pains and abdominal pain. At 10:30am, her bg was 590 mg/dl and took pod off. Patient went to work and the pain was getting worse as she was driving. Patient went to ER, when she mentioned chest pains they admitted her. Patient had double vessel bypass in (B)(6) 2015. Patient has an auto-immune issue that does not allow the cannula to work for her. She has discussed this with her doctor and they agreed that she should return to mdi for treatment.